Event description:
It was reported that the burr became stuck in lesion. A 1.50mm rotapro was selected for use. The rotapro was prepped and platformed at 180000 rpm outside the patient. During procedure, a dynaglide mode was used for advancement and rotapro was advanced into the lesion. After the first ablation, the device stalled, and it was noted that the burr got stuck with the lesion. The entire system was removed, and the procedure was completed with another of the same device. There were no patient complications reported.